Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the insertion tube was kinked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image and an e206 unsupported scope error message was displayed. The issues occurred when preparing the scope for use during a diagnostic procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a b30 scope communication error message was displayed. The report is being submitted due to b30 error message found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the error message was displayed when preparing for a vat-rml wedge resection procedure. The patient was not under anesthesia and the procedure was delayed approximately 30 minutes in order to try other processors and obtain other equipment. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a kink/breakage of ccd-cable by physical stress applied to insertion tube or, failure of ccd-unit and/or internal circuit board at scope connector by device handling below: the system ground wire was not connected. Insertion/removal of scope connector while power of the system was on. Dirt and/or moisture adhered to the scope connector contacts. The event can be detected by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The event can be prevented by following the instructions for use (IFU) which state:important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.